Event description:
Knee revision instability due to poly wear update 24 may 2019: conclusion of the medical review dated 20 may 2019 states: baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery. Update 26 june 2019: investigation results state : minor malposition of femoral component in posterior direction. Femoral component added to product gird.

Manufacturer narrative:
An event regarding malposition involving an unknown femoral component was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the most significant malposition is on the tibial side. The femoral component is not quite well positioned in line with the femoral axis, it was placed a little bit too much in posterior position causing slight ¿notching¿ (undercutting) of the anterior femoral cortex while slightly increasing the posterior femoral condylar offset but this would cause no problems just by itself. Conclusion of assessment baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to lexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery. - baseplate malposition in excessive posterior tibial slope of 12° plus 8° valgus malalignment - minor malposition of femoral component in posterior direction does the review identify any patient related factors that contributed to the event? - high activity level may be considered a secondary factor to increase the adverse effects of instability. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided. Conclusion:  a review of the provided medical records by a clinical consultant stated the following comment: minor malposition of femoral component in posterior direction no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Knee revision instability due to poly wear. Update 24 may 2019: conclusion of the medical review dated (B)(6) 2019 states: baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery. Update 26 june 2019: investigation results state : minor malposition of femoral component in posterior direction. Femoral component added to product gird.